Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon receipt, the power brick connector was damaged. Upon further evaluation, the lcd flex cable was dislodged from j100. The cause for the dislodged lcd flex cable cannot be positively identified but was likely the result of over-insertion of the power connector into the charger/modem. No adverse event resulted from the defective power brick connector. The patient received a replacement battery charger/modem.

Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) male patient to report that the patient's battery charger/modem would not power up. The patient was issued a replacement battery charger/modem.